Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). H.6 investigation summary: material #: 364390. Lot/batch #: 2305382. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode syringe with a cracked barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrels were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd preset¿ eclipse¿ that there were cracks in the pipe wall causing blood leakage. No impact on patients or users.